Event description:
It was reported following an arteriovenous fistula graft angioplasty procedure, during withdrawal of the balloon catheter through the introducer sheath, significant resistance was encountered. Continual exertion against resistance resulted in a segment of the balloon and catheter shaft detaching and remaining in the patient. A snare was used to successfully retrieve the detached balloon material and catheter shaft. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The company follow up revealed continued exertion against resistance resulted in the balloon and catheter shaft detaching in the patient, which the company believes may have contributed to this event. However, company is unable to determine the exact cause for this event. Co's directions for use state: "if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel".